Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the last week their pain had been so bad, and they looked at the controller and noticed all their settings were at 0. Caller stated they don't know what happened or why and commented that they are pretty rigorous about keeping it charged. Caller stated they've started trying to turn their settings back up, but don't know what the settings should be at. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed requesting a rep through their healthcare provider using national answering service (nas) number. Patient commented that they have an appointment with their healthcare provider tomorrow. 2023-jun-01: additional information was received from the patient. They reported that they went to their pain specialist and they reset their device with new numbers. Patient stated their daytime pain is fairly under control however their pain problems are still there overnight. They will see their specialist next month and hope to discuss further changes. 2023-jul-10: additional information was received from the patient. They reported that they saw their pain specialist and when there, a person who knows how to make the adjustments helped them adjust the unit. The unit does a good job at resolving their pain now during the day and a fair job during the night while sleeping. The right side of their spine, their connections do not work. They need further surgery to correct the problem.